Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead ) exhibited pacing not delivered when required. A revision procedure was performed in which it was observed that the rv lead was not fully inserted into the device header. The rv lead was successfully reinserted and remains in service. No additional adverse patient effects were reported.